Event description:
It was reported that before using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the labels on an unspecified number of tubes exhibited a split barcode. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. Evaluation of all three photos shows that a label was not correctly applied to the tube. Additionally, a total of 100 retained samples were visually inspected, and no label defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: label flaw. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the labels on an unspecified number of tubes exhibited a split barcode. No adverse impact was reported regarding the patient or user.